Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and date return to manufacturer, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: b5, d7a, g2, h6 medical device problem code. Corrected data: initial reporter(e1) (B)(6). Nona, a cardiology fellow, requested assistance for an axillary-inserted iab catheter after repeated restriction alarms post-physical therapy. She had temporarily resolved alarms by restarting the pump. Inspection showed secure connections, no blood or discoloration, but noticeable condensation in helium tubing. Review of shared media indicated semi-auto mode with ECG trigger, hr in 120s, dampened arterial waveform, and correct catheter position on chest x-ray. Recommended interventions included patient repositioning, checking for kinks, and dressing adjustment. Advised switching to auto-mode and explained mode differences; after switching, waveforms and bp normalized. Nona agreed to relay instructions to the primary rn. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the iab. One kink was observed on the catheter tubing 70.1cm from the iab tip. The pressure tubingwas also returned. A break in the inner lumen was observed inside of the membrane. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and pressure tubing were performed and a leak was detected within a inner lumen break inside of the membrane approximately 26.4cm from the iab tip. The evaluation confirms a leak that was caused due to a inner lumen break in the membrane.the reported problem were most likely triggered by a leak which was found on the inner lumen. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
The complaint was received through a direct call from the customer to the emergency support program. It was reported that during the intra-aortic balloon therapy the iab catheter restriction alarm had gone off a few times, there was ¿a lot of condensation in the helium tubing¿. There was no patient harm or injury reported.

Event description:
It was reported that during the intra-aortic balloon therapy, there was ¿a lot of condensation in the helium tubing¿. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). Device has not been returned to manufacturer, supplemental report will be submitted upon completion of additional findings. Complaint ID: (B)(4).